Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was located to corrupted program code in the flash memory u39/u40.

Event description:
It was reported to philips that the device will not turn on. There was no patient involvement.